Manufacturer narrative:
(B)(4). Device evaluation: a scanning electron microscopy analysis of the returned multi-link 8 (3.0 x 15mm) device indicated the presence of a longitudinal tear in the balloon. A review of the lot history record for the reported lot indicated no nonconforming material records (ncmrs), indicating all lot release testing met specifications. A query of the complaint-handling database revealed no similar confirmed incidents reported from this lot for this deficiency (holes/tears). Factors that can contribute to holes/tears may include, but are not limited to, damage during manufacturing, handling of the product during preparation for use, patient anatomical morphology (vessel tortuosity and calcification), or an interaction with a previously implanted stent. It may be possible that the difficulty with advancing the device to the lesion site and the heavily calcified right coronary artery damaged the balloon during stent placement. Based on the available information for this lot, there is no evidence to suggest that the device issue is related to the manufacturing process.

Event description:
It was reported that during the procedure, pre-dilatation was performed using a 2.5x15 trek balloon in the heavily calcified right coronary artery (rca) with a tortuous bend just proximal to the lesion. After performing pre-dilatation using a trek balloon, an unsuccessful attempt was made to advance a 2.5x15 multi-link 8 stent delivery system (sds) resulting in distorted stent struts. The sds was withdrawn from the anatomy and an unsuccessful attempt was made to advance a non-abbott 2.5x15 sds which also resulted in distorted stent struts. Additional pre-dilatation was performed. A non-abbott guide catheter was advanced followed by advancement of a new 2.5x15 multi-link 8 sds to the target lesion. The balloon was inflated to 6 atmospheres and the balloon ruptured. The stent was deployed. The sds was removed from the anatomy with resistance and unsuccessful attempts were made to advance a 2.0x15 mini trek dilatation catheter, and a 3.0x15 trek dilatation catheter for post-dilatation. Both devices were removed from the anatomy with resistance. Post-dilatation of the 2.5x15 stent was ultimately performed using a 2.0 trek balloon. A 3.0x23 multi-link 8 sds was advanced to the target vessel. An attempt was made to inflate the balloon to deploy the stent; however, the balloon ruptured immediately. The stent did not deploy and remained on the sds which was withdrawn from the anatomy with resistance. A voyager nc 2.5x15 dilatation catheter was advanced to the calcification in the bend of the mid rca proximal to the deployed stent and dilatation was performed at high pressure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The voyager nc was removed from the anatomy with resistance. An unsuccessful attempt was made to advance a 2.75x23 multi-link 8 sds. The sds was removed from the anatomy with resistance. Inflation with a non-abbott cutting balloon was attempted unsuccessfully; therefore, rotablation of the mid rca was performed. A dissection caused by a non-abbott guide catheter was treated with a 2.75x23 multilink stent and the procedure was completed. There was no clinically significant delay in the procedure. Percutaneous intervention of the left main artery was performed the following day. The patient is reported as recovering, making slow progress, and remains hospitalized. No additional information was provided. Guide wire: balance. Inflation: boston scientific. Guide cath: 6fr ar2, heartrail. The 3.0 x 23 mm and 2.75 x 23 mm multi-link 8, the 3.0 x 15 mm and 2.5 x 15 mm trek, the 2.0 x 15 mm mini trek and the 2.5 x 15 mm voyager nc are being filed under separate medwatch MFR numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.